Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump received drive support cap was flush with body of pump. The customer¿s blood glucose level was 250mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).